Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. Performance data was reviewed. An alert/notification settings issue was not found within the investigation window. The allegation was undetermined. However, a cgm accuracy issue was found in connection to the reported allegation. The probable cause of a cgm accuracy issue could not be determined via data. Cgm read 47 mg/dl and the blood glucose value was 163 mg/dl at (B)(6) 2026 12:25 am. No injury or medical intervention was reported.